Event description:
A pt (B)(6), was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected with 2.0 ml on (B)(6) 2008. On (B)(6) 2009, the pt reported urinary retention which was confirmed with a bladder scan. The pt was injected with an add'l 3.0 ml of coaptite the same day. The physician assessed the event as mild in severity and definitely device related.

Manufacturer narrative:
(B)(4). At the time of this report the pt's urinary retention has resolved. The pt was injected with an add'l 3.0 ml of coaptite with no further events reported. A review of the device history records indicates the reported lots #1009723, 1009319, 1010736 and 1009841 met all specs prior to release. Additional device info: lot #: 1009319; exp date: 04/2011; implant date: (B)(6) 2009; MFR date: 04/2008.